Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 311 mg/dl and a bolus of insulin was delivered. The customer went to the emergency room (ER). The customer was treated and was admitted to the hospital due to a large ketone level. The customer was also vomiting. The customer was treated with intravenous fluids and insulin. The contact did not know if the hospitalization was related to the pump or supplies. The customer was discharged on (B)(6) 2016 with the bg and ketones resolved.